Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to impact of a major mechanical force (a blow or a fall). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem, of broken light guide post, was confirmed. The device evaluation also found distal fiber breakage and chipped meniscus. In addition the device evaluation also found minor dents on the eye piece funnel and debris in the optical system. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the light guide post on the scope was broken. The issue was found during an unspecified procedure. There were no reports of patient harm.